Event description:
The manufacturer received a work order invoice for a simplygo mini portable oxygen concentrator due to diagnostic test attempted; shuts down; pca burnt; front cover touch screen not working; patient delivery valve and balancing valve not working; airside manifold squeaking; o2 side cracked. There was no report of serious patient harm or injury. There was no report of medical intervention. The parts were replaced, and the machine was calibrated. This report is being submitted due to a thermal event on the pca. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.